Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system is shutting off by itself during surgery. After a 45 minute delay and exchanging the system, they were able to complete the procedure. There was no patient harm.